Event description:
It was reported that the filter migrated to the heart and had to be surgically removed. The filter was implanted 10 months previous to this event in a pt with a history of dvt and recurrent pe. The vena cava diameter at that time was 19.8mm. CT done in mid 2005 and on sept 1 showed the filter in the planned location. In 2005, CT showed the filter had migrated to supra renal location. Three days later, the pt complained of chest pain, CT showed the filter was near the heart. CT the next day showed that the filter had migrated to the tricuspid valve and the pt had bilateral pe. The filter was surgically removed that day. It was reported that there was no indication of heart damage. Pt is reported to be recovering.